Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that the maryland bipolar forceps instrument open/close part of the tip is missing. There was no report of patient involvement or reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument damage was first identified during post-cleaning inspection after sterilization. The surgeon did not comment on the cause since no fragment fell and noted no functional issues during surgery. There was no patient injury. The breakage likely occurred while the instrument was inside the patient's anatomy, however no fragment was confirmed inside patient's anatomy and no injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The micro bipolar forceps instrument was analyzed and found to have charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test. The complaint regarding the open/close part of the tip is missing was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
Refer to h11 for follow-up information.